Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips are not available for return.

Event description:
Customer received results of 22 mg/dl and "150 something" mg/dl within 10 minutes. No adverse event reported. Strips are not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.